Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a broke esd500 diode array on the distribution node pca. Additionally, corrosion was discovered on the tactile motor. The root cause for the damaged diode array could not be positively identified. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.